Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent on a vitros 5600integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing or an unexpected vitros 5600 system performance had contributed to the result could not be ruled out entirely. The investigation was able to rule out a transient vitros troponin I es reagent issue. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample using vitros tropi es reagent on a vitros 5600 integrated system. Patient result: 3.48 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported outside of the laboratory and there was no allegation of harm as a result of the event. (B)(4).